Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a button/keypad (button/keypad issue) issue. It was reported that the rubber on keypad was lifting up. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: during investigation, the keypad was peeling up at ok keypad button. All keypad buttons responded appropriately to user input. The keypad cover was removed to find no contamination under the button contacts.